Manufacturer narrative:
A ge service representative performed an onsite investigation. A connection was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when the monitors were moved, the live image would disappear. No pt injury was reported.